Manufacturer narrative:
If explanted; give date: not applicable; there is no indication the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, patient was experiencing anterior chamber inflammation, which resembles toxic anterior segment syndrome (tass). Patient's cornea was swollen. The patient had surgery on june 19, 2018. The operation went well over the next day. On (B)(6) 2018 (5 m) 0.8 (0.9 x - 0.25 diopter), (1 m) 0.8, (50 cm) 0.5, (30 cm) 0.4. On (B)(6) 2018 0.3 (0.3×-0.25 diopter)(30cm) 0.25 oct cme(-), optical coherence tomography, cystoid macular edema. Patient had the following symptoms; anterior chamber inflammation exacerbation, spread anterior chamber inflammation, exacerbation of descemet fold , cell(++) fibrin(-). Patient was prescribed the following eye drops. Cravit 1.5% instillation 4 times, rinderon 4 times, and nevanac 3 times. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.